Manufacturer narrative:
Date of event estimated as (B)(6) 2017, one day prior to the publication date. Date of implant estimated as (B)(6) 2016, one year prior to the publication date. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported hemorrhage, and chronic heart failure could not be determined. The reported patient effects of hemorrhage, and chronic heart failure are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical procedure, and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The death referenced in the article is submitted on a separate MFR#. Literature: ¿syntax score ii in patients with coronary artery disease undergoing percutaneous mitral repair with the mitraclip".

Event description:
This is filed to report post mitraclip procedure hemorrhage, congestive heart failure, hospitalization and mitral valve surgery. It was reported through a research article identifying the mitraclip device which maybe be related to hemorrhage requiring transfusion, congestive heart failure, hospitalization and mitral valve surgery. Details are listed in the article titled "syntax score ii in patients with coronary artery disease undergoing percutaneous mitral repair with the mitraclip". No additional information was provided.